Manufacturer narrative:
Device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer reverted to alternate method of insulin therapy. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.